Event description:
The event is reported as: the blue connector detached during use. No patient injury/harm reported.

Manufacturer narrative:
The device sample was not returned to the manufacturer at the time of this report.